Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon was burst. No damage was found on the catheter of the device. The damage found in the balloon confirms the reported event of the balloon failing to inflate. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to the balloon being burst. The found failure is likely due to factors encountered during the procedure, such as the technique used by the physician and/ or interaction with scope could have cause the balloon to burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an ulcer after endoscopic submucosal dissection (esd), scar stenosis, and balloon dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon could not be in a stable state while being inflated; it was being continuously filled with liquid. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event, and the patient's condition following the procedure was reported to be stable. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.